Manufacturer narrative:
No details regarding the sample quality was provided. No instrument flags were generated on these results or on any other results obtained close to this event. There were no events posted to the event log during this time. System checks have been passing within specifications. Qc was run multiple times between (B)(4) 2012. Level 2 qc failed twice and a new control material was thawed and it then passed. Service was not dispatched for this event. The cause of this event is unknown and cannot be determined with the information provided.

Event description:
A customer contacted beckman coulter (bec) on (B)(6) 2013 to report a vitamin b12 imprecision issue on their access 2 immunoassay system. Based on the archived data provided by the customer, it was revealed that two (2) patient samples tested in (B)(6) 2012 demonstrated imprecision outside of the access vitamin b12 precision claims as is stated in the instruction for use (IFU). This report is to document the event for patient 1 occurred on (B)(6) 2012. The patient sample was tested for vitamin b12 on the access 2 analyzer and was re-tested on this instrument on the next day. The results obtained demonstrated a percent difference of 23%. The customer stated the results were not reported outside of the laboratory. The customer did not report an effect to patient or users attributed or connected to this event. MDR #: 2122870-2013-000060 is being submitted for a similar event, involving vitamin b12 results, occurred on (B)(6) 2012 on the same instrument at this customer site.